Manufacturer narrative:
The explanted ipg passed visual, electrical and performance tests done. The device exhibits normal device characteristics.

Event description:
A report was received that the patient's ipg was explanted due to discomfort. The patient is doing well following the revision.

Event description:
A report was received that the patient's ipg was explanted due to discomfort. The patient is doing well following the revision.